Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a cut under her left breast from the lifevest. The cut was described as stinging. The patient's physician suggested that the patient put gauze on the irritation. The patient reported that putting the gauze on the irritation made the area worse, and the patient had taken the lifevest off to allow the irritation to heal. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful. There were no allegations of a device malfunction contributing to the irritation.